Manufacturer narrative:
A root cause can not be determined conclusively. A contributing factor could be patient squeezing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a partial loss of suction in the left eye during lasik. The treatment was completed and the patient sat for about one hour before the surgery tried to recut the flap. The surgeon was unable to recut the flap due to the patient squeezing. The patient was sent home and will return in two weeks for photorefractive keratectomy.